Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer uses apidra insulin within the cartridge. Multiple supply changes were performed and the occlusion alarms continued. A system check was performed for the current occlusion alarm and the pump performed as intended. An infusion set site change was performed resolving the current occlusion. Customer's blood glucose (bg) was 564 mg/dl and manual injections were used to correct. Additionally, it was reported that the pump history showed the occlusion alarms out of order. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.